Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, there was a failure to connect; the image was black with lines going through it. The biomed reported that the cable/cord felt like there might be internal damage. A delay of an unknown duration occurred as a "non-video blade" was obtained. No harm to the patient or user was reported.